Event description:
Customer reportedly received results of 454 mg/dl, 364 mg/dl, and 201 mg/dl within 10 minutes on the aviva plus system. Customer administered his prescribed dose of humalog after testing 201 mg/dl. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.